Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 62-year-old male patient, that a wire was exposed from the electrode pad. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the reported malfunction was provided by the customer. The reported malfunction was observed during review of the visual data. Multiple attempts to contact the customer were made to inquire if the product will be returned to zoll for evaluation, but no replies were received. The status of the device is unknown. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The onestep CPR complete electrodes from lot 2125 were returned to zoll pawtucket for evaluation. Investigation determined that a wire had become dislodge from the square pad. Examination of the tin-to-wire connection revealed the wire had not been properly crimped between the ring and socket, and the wire was not twisted correctly, consistent with visual rejection criteria outlined in sop-1001. A retained sample test was performed with no similar failures observed. Review of the device history records (DHR) for multiple lots did not identify similar discrepancies. No other similar complaints reported against this product lot. The electrode pads were replaced. No trend is associated with reports of this type.